Event description:
It was reported that during firmware upgrade, the leadless pacemaker had gone into back-up operation due to a telemetry break. No intervention was performed. The patient was stable.